Event description:
It was reported that there was an alert on this implantable cardioverter defibrillator (ICD) system for out-of-range shock impedance. Technical services (ts) reviewed device episode data and found that the shock impedance had reached 128 ohms in the coil-to-can vector which was high out of range. Further monitoring was advised. No adverse patient effects were reported. Currently, this ICD system remains in service.